Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading is 290 mg/dl. Customer treated with the insulin pump. The drive support cap is protruded. Customer pushed the drive support cap back in. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during the prime test due to loose/protruded drive support disk. Unable to perform the occlusion and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed.